Manufacturer narrative:
Correction information: h6: coding changed based on the investigation result. Evaluation summary: customer reported brush stuck/broken in channel. The customer stated brush is broken off inside of scope. Therefore, we checked the returned unit and confirmed that the operation channel accessory. Based on the result, we concluded that it was caused due to the excessive force applied on the operation channel. In addition, we confirmed that the biopsy inlet t-piece accessory, and the light guide cable cracked; however, they are not the main cause, and/or irrelevant to the alleged complaint.

Manufacturer narrative:
(B)(4). MDR 9610877-2021-00135 is being submitted for the pentax medical cleaning brush, model cs6021t, unknown serial number. MDR 9610877-2021-00553 is being submitted for the pentax medical videl gastroscope, model eg29-i10, serial number (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint that occurred in the united states with a description of "customer reported brush stuck/broken in channel. The customer stated brush is broken off inside of scope during reprocessing" involving pentax medical video gastroscope, model eg29-i10, serial number (B)(4). No death, injury or significant delay in procedure was reported. The user facility initially responded to a good faith effort request via email on 04-aug-2021 and stated the endoscope was removed from circulation immediately after the failure/event occurred and subsequently called in for service/replacement and that the facility follows all ifus and pre-procedural inspection checks. The facility later responded on 11-aug-2021 and confirmed the stuck accessory was a pentax accessory cleaning brush, model cs-6021t. The customer owned endoscope was received by pentax medical for evaluation on 30-jul-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the accessory stuck in the operation channel and biopsy inlet t-piece as well as documenting the following inspection findings: umbilical cable crack at root brace, passed dry leak test, passed wet leak test, suction function not performed unit compromised. The device underwent repairs including the following components: o-rings and seals, biopsy inlet t-piece pb-free, pentax plate for side body cover. The endoscope was repaired and approved by final qc on 06-aug-2021 and was delivered to the customer under delivery order (B)(4). On 17-aug-2021, a device history record(DHR) review for model eg29-i10, serial number (B)(4), was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the miyagi facility on 22-mar-2016 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 23-mar-2016. Model eg29-i10, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. Instructions for use(IFU), includes the following warning section "after using operational/cleaning accessories (e.g., forceps, needles, snares, brushes etc.) With the endoscope, carefully check that all accessories are intact and that no parts have fallen off and become lodged within the endoscope's instrument/suction channel. Furthermore, ensure that any therapeutic devices (e.g., clips, stents, etc.) Passed through the channel are accounted for after use. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.